Event description:
It was reported that the bd hypoint¿ needle was blocked and solution couldn't be drawn into the syringe. The following information was provided by the initial reporter, translated from french: "reporter stated that they were not able to draw up the solution into the syringe"

Manufacturer narrative:
Investigation summary: the customer issued a complaint for clogged cannula detected during use by end customer. No sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the description bd assigned a quality criteria that is related to the reported condition and identified in the agreed specification. After reviewing the occurrence, irrespective of root cause, it is within the specification and no further action will be assigned. The report will not be updated if the sample is received after the approval of this report. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. As no sample was provided to bdm-ps for analysis and no additional information is available, the 8d team leader is not able to delve deeper into the investigation and correlate this symptom with a potential cause linked to bdm-ps hypoint manufacturing process. Unconfirmed: no evidence provided.